Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot numbers and expiration dates were as follows: label on the box: 17c21h25, expiration: 2018-02-18; label on the bottles: 17i11h25, expiration: 2018-08-28. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one box of flexicap disconnect caps was found to have labeling that did not match the products in the box. The lot number and expiration date on the box did not match the lot number and expiration date on the products contained in the box. The event occurred before use with no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.